Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event from the customer; however, no response received. The investigation is ongoing. This report will be supplemented when additional information becomes available.

Event description:
It was reported that there was no image when using the subject device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found intermittent flickering image due to a faulty cable. Additionally, other evaluation findings include the following: failed leak test from the cable. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation". The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that there was no image when using the subject device. There were no reports of patient harm associated with this event.